Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient came in with a flutter and an ejection fraction of 5%. The impella 5.5 was supporting when ventricular tachycardia runs occurred when the patient leaned forward or sometimes turned and torsades occurred as well. Shocking was required. The pump supported for over ten days when care was withdrawn and the pump was explanted. The patient went on comfort care and expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.